Event description:
A customer reported difficulty in pressing the quick bolus/wake button on their pump, which required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to apply pressure properly and confirmed that the pump screen could be activated, but the issue persisted. As a corrective action, technical support arranged for a replacement pump to be sent to the customer, who acknowledged advice on how to handle the replacement and return process. Customer continued to use current pump.